Manufacturer narrative:
(B)(4). Date sent: 10/28/2020 investigation summary the device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot, or batch number was provided, therefore, a device history could not be done.

Event description:
It was reported that, during a pelvic lymphadenectomy, the jaws became not to open and close after the device was used for 2 hours. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.